Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery via tka surgery for oa with the cement in question. During the surgery, it was found that the hose of the cement which connects between the syringe and foot switch had been broken at its neck. The broken part was remained in the tube. The surgery was completed successfully without any surgical delay. No further information is available.¿ the tube and adapter from the vacu-mix endurance kit were returned for investigation (see attachment ¿(B)(4) photos.pdf¿). This is an incomplete device and no lot identification is included. The connector nozzle has broken away from the carbon filter body. There is no evidence of a void or other deformation. This examination confirms the complaint description. (B)(4) rev 10 was reviewed (see attachment (B)(4) extract from (B)(4).pdf¿). This possible failure mode is included; in each case the risk is considered as low as possible and cannot be further mitigated. There is insufficient evidence to determine possible root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: no lot number available to complete DHR review.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka surgery for oa with the cement in question. During the surgery, it was found that the hose of the cement which connects between the syringe and foot switch had been broken at its neck. The broken part was remained in the tube. The surgery was completed successfully without any surgical delay. No further information is available.